Event description:
It was reported that the patient received inappropriate shocks where sudden onset of a premature atrial contraction (pac) and shortened pr interval likely caused the arrythmia to be detected by the device as ventricular tachycardia / ventricular fibrillation (vt/vf). The device remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419678 lead, implanted: (B)(6) 2010; 694765 lead, implanted: (B)(6) 2010. (B)(4).